Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No device deficiency anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the pump was not giving insulin. Customer's blood glucose level was 227 mg/dl. Customer was treated with manual injection. Customer declined to troubleshoot for high blood glucose and under delivering. The device will be returned for analysis.